Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Reportedly, the customer was wearing the pump against the skin causing significant temperature change. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.